Event description:
It was reported that the patient went into septic shock two days following a water vapor therapy procedure. The patient was admitted to the hospital and catheterized; it was noted that the catheter will remain inserted for a few weeks. The patient reported he took antibiotics prior to the procedure, and more were administered once he was hospitalized. The patient states he has an improved urine stream and that his benign prostatic hyperplasia symptoms have improved. He also noted he is currently experiencing retrograde ejaculation and believes he has lost penile length and girth, as well as rigidity during erections. There were no further patient complications reported and the patient is still under care of his physician.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient went into septic shock two days following a water vapor therapy procedure. The patient was admitted to the hospital and catheterized; it was noted that the catheter will remain inserted for a few weeks. The patient reported he took antibiotics prior to the procedure, and more were administered once he was hospitalized. The patient states he has an improved urine stream and that his benign prostatic hyperplasia symptoms have improved. He also noted he is currently experiencing retrograde ejaculation and believes he has lost penile length and girth, as well as rigidity during erections. There were no further patient complications reported and the patient is still under care of his physician.